Event description:
The customer complained that the catheter twisted or drilled. It became longer and thinner thus decreased the size of the guidewire lumen. The catheter could no longer be steered. The patient is a (B)(6). The target lesion location and characteristics of the vessel are unknown.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00332 and 9616099-2010-00333.

Manufacturer narrative:
The complaint report stated that "the catheter twisted or drilled. It became longer and thinner thus decreased the size of the guidewire lumen. The catheter could no longer be steered." No patient injury was reported. Multiple attempts to obtain additional information were unsuccessful. One non-sterile 4fr tempo vertebral catheter was received inserted into a non-cordis catheter sheath introducer. Visually, the unit was found severely twisted at 47.5cm and 50cm from the proximal (hub) end. The shaft between 47.5cm and 49.5cm from the proximal end was elongated and the inner diameter was compressed. One kink on the unit was observed at 42cm from the proximal end. These findings were confirmed under microscopic analysis. The outer and inner diameter of the catheter was measured near the damaged area and found within specifications. A review of the manufacturing records could not be done without a lot number. The complaint was confirmed on the vertebral catheter; however, there are no indications that this is related to the manufacturing process. The product instructions for use state: "treat all 4f catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled." Review of the available information suggests that device handling (over-torquing) appears to have contributed to this event. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2010-00332 and 9616099-2010-00333.